Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report: 12jul2019. Failure analysis showed the assembly was tested and no failures were identified. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03jun2019. Date rec'd by MFR: 06may2019. The customer confirmed the reported leak issue. The customer reported the problem was resolved by replacing the flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the unit failed the high pressure leak test. There was no patient involvement. Event date not specified; estimate used.